Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide surgeon name and contact information.

Event description:
It was reported by the patient that they underwent a knee surgery in (B)(6) 2016 and barbed suture was used. Following the procedure in (B)(6) 2016, the patient experienced a reaction to the suture and blisters formed. The patient was treated with prednisone. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Attempts have been made to obtain the following additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date and name of index surgical procedure(s) the diagnosis and indication for the index surgical procedure? Describe the manifestation of the reaction (location, severity, appearance, system or local reaction)? What was the onset date from the time of surgery? Was medical or surgical intervention required to treat the patient condition? Results? Does the patient have any known allergic history to medical device, food or medications? Other relevant patient history / concomitant medications product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event? Are photos available of the patient¿s reaction? Patient's current status?